Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: decompression it was reported that, intra-op, there was looseness in the installation part of the flex arm and it could not be fixed tightly. Procedure could not be performed because it was unstable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.